Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the first instance of positioning issue could not be determined as limited clinical details were provided at time of pump coming out of position. The cause of the second instance of positioning issue was most likely due to patient movement based on clinical details noting that pump was found out of position after patient was rolled in bed. The cause of the low pump flow was a user related issue as clinical details noted patient was moved and pump was found out of position under imaging and data logs confirmed low flows. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced malpositioning of the pump. The pump was deep, so it was pulled back. Upon moving the patient a suction event occurred. The suction resolved by lowering the p level of the pump. The patient was in critical condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.